Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call they experienced high blood glucose. The customer performed a bolus at 7pm but 50 minutes later, their blood glucose was 329 mg/dl. The reservoir had many air bubbles. At 9pm, their blood glucose was 426 mg/dl. The customer changed the infusion set. The drive support cap was normal. The insulin pump passed the displacement test. The customer did not report any leaks. Troubleshooting for the air bubbles was not performed because the product was discarded. The reservoir will not be returned for analysis.